Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump module was programmed to infuse over 10 hours however the infusion was completed in 10 minutes. There was patient involvement, however there was no patient harm.

Manufacturer narrative:
Correction : date of event. Additional information : concomitant med prod data, imdrf annex a, g, c and d grids.

Event description:
It was reported that pump module was programmed to infuse over 10 hours however the infusion was completed in 10 minutes. There was patient involvement, however there was no patient harm.

Event description:
It was reported that pump module was programmed to infuse over 10 hours however the infusion was completed in 10 minutes. There was patient involvement, however there was no patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.